Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen via an implantable pump. It was reported that there was a potential underdose. The physician had reported a 5 ml discrepancy between the predicted residual volume and actual residual volume. When asked for any environmental/external/patient factors that may have led or contributed to the issue, it was stated that the patient suffered from severe dystonia and the physician suspected that the patient's movements may potentially be a factor behind potential catheter kinking. No diagnostics/troubleshooting or actions/interventions were performed yet, however a dye study and roller study were proposed. The issue was not resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.